Manufacturer narrative:
The sample may be available for eval. Add'l info regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The pressures noted on the hemodialysis generator didn't allow the dialysis. This resulted in the pt receiving 30 mm less of dialysis than he/she should have.